Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, h2, h3 h6, h11. The device was not returned to olympus, however, it was inspected by a field service engineer (fse), and the customer's allegation was not confirmed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device got a fluid inside, as well as some smoke, but was not clear where it was coming from. The issue was found during an unspecified procedure that was completed with an olympus back-up device. There were no reports of patient harm.